Manufacturer narrative:
This report is related to report # 9616099-2023-06588. As reported, two 5f 100cm supertorque markerband pig catheters tore apart and had to be burdened in the patient. The procedure was completed by getting rid of the ruptured part via pta balloon into a large csi. The separated pieces were removed with a snare. This occurred during and evar procedure. The device was stored by hanging in a cupboard. There was no damage to the packaging. There was no damage noted while taking the device out. The device was prepped per the instructions for use (IFU). There were no difficulties noted during prep. There was no resistance noted while pushing through the 14f non-cordis csi. There were no difficulties while entering the vessel. The lesion was noted to have a little calcification. The vessel was noted to have an average amount of tortuosity. There was no resistance at will with both catheters during withdrawal. The catheters were not jailed. Two images were provided for analysis. Both show a catheter separated in two pieces. No other anomalies were noted during the image review. A product history record (phr) review could not be performed for either device because the lot numbers are unknown. The complaints reported by the customer ¿catheter (body/shaft)-separated ¿was confirmed by image analysis for both devices/complaints. Without the return of the device, the exact cause of the reported event cannot be conclusively determined. Handling factors such as excessive manipulation of the catheter, which led to material tensile overload is a potential cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm. Super torque® mb angiographic catheter positioning under high quality fluoroscopic observation.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, two 5f 100cm supertorque markerband pig catheters tear apart and had to be burdened in the patient. The procedure was completed by getting rid of the ruptured part via pta balloon into a large csi. The separated pieces were removed with a snare. This occurred during and evar procedure. The device was stored by hanging in a cupboard. There was no damage to the packaging. There was no damage noted while taking the device out. The device was prepped per the instructions for use (IFU). There were no difficulties noted during prep. There was no resistance noted while pushing through the 14f non-cordis csi. There were no difficulties while entering the vessel. The lesion was noted to have a little calcification. The vessel was noted to have an average amount of tortuosity. There was no resistance at will with both catheters during withdrawal. The catheters were not jailed. The devices will not be returned for evaluation. Two pictures related to the reported failure were attached. The pictures # 1& 2 show the catheter in two pieces.

Event description:
As reported, two 5f 100cm supertorque markerband pig catheters teared apart and had to be burdened in the patient. The procedure was completed by getting rid of the ruptured part via pta balloon into a large csi. The separated pieces were removed with a snare. This occurred during and evar procedure. The device was stored by hanging in a cupboard. There was no damage to the packaging. There was no damage noted while taking the device out. The device was prepped per the instructions for use (IFU). There were no difficulties noted during prep. There was no resistance noted while pushing through the 14f non-cordis csi. There were no difficulties while entering the vessel. The lesion was noted to have a little calcification. The vessel was noted to have an average amount of tortuosity. There was no resistance at will with both catheters during withdrawal. The catheters were not jailed. The devices will not be returned for evaluation.

Manufacturer narrative:
This report is related to report # 9616099-2023-06588. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.